Event description:
Additional information received noted that the device was explanted. The patient was stable and asymptomatic.

Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). Programming changes were completed. The patient was stable and asymptomatic.

Manufacturer narrative:
The device was below elective replacement indicator (eri) when received. Longevity was calculated based on the data usage, and the battery depletion was normal. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal. Technical support previously reviewed the device data and confirmed the post-paced t-wave oversensing.